Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 to the lower abdomen with legacy coolmax (B)(6), middle abdomen with coolcore ((B)(6)) and to the bra area bilaterally with coolcurve+ ( (B)(6) and (B)(6)) who developed paradoxical hyperplasia (pah/ph) of the upper and lower abdomen and upper back (onset (B)(6) 2015) diagnosed (B)(6) 2015. (B)(6) and (B)(6). Coolcore serial number appears to be incorrect: (B)(6).

Manufacturer narrative:
H9 cont: z-1349-2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 to the lower abdomen with legacy coolmax (v0802011148103), middle abdomen with coolcore (v0622012213001) and to the bra area bilaterally with coolcurve+ (v0642013179001 and v0642014010001) who developed paradoxical hyperplasia (pah/ph) of the upper and lower abdomen and upper back (onset (B)(6) 2015) diagnosed (B)(6) 2015. Upm(B)(6) and upm(B)(6). Coolcore serial number appears to be incorrect: (B)(6).